Manufacturer narrative:
(Misuse by user, moisture intrusion) it was confirmed that after replacing the monitor afterwards the error persisted with the new monitor" was confirmed. This evaluation determined that the reported event occurred due to moisture intrusion resulting from misuse.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the device has no signal. No additional information regarding a specific failure mode was provided. The problem was noticed before the surgery. There was no harm for the patient, operator or third party reported. No further information received. Update above 08-nov-2021: it was reported that during a laparoscopy surgery the monitor 32hl710s-w (sn (B)(4)) went black for 10 minutes during the surgery and it did not find any signal, neither dp nor sdi. It was confirmed that after replacing the monitor afterwards the error persisted with the new monitor. After the console ar-3200-0025 (sn (B)(4)) was replaced the error did not occur again. According to this test the console was causing the error. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully, but the surgical technique had to be switched to an open surgery. It was not necessary to do a second surgery.